Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The tech isolated the issue to a broken trend linkage. He replaced the trend linkage to repair the bed.